Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1711401) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel +++"), headache ("headaches"), neuralgia ("intense neuropathic pain of the hands and arms"), vertigo ("frequent vertigo"), musculoskeletal discomfort ("impatience of the ankles") and depression ("severe depression") in a 43-year-old female patient who had essure (batch no. C51340 / c55828) inserted. On (B)(6)2015, the patient had essure inserted. On (B)(6)2016, the patient experienced headache (seriousness criterion disability), neuralgia (seriousness criterion disability), vertigo (seriousness criterion disability), musculoskeletal discomfort (seriousness criterion disability) and depression (seriousness criterion disability), 11 months 16 days after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, headache, neuralgia, vertigo, musculoskeletal discomfort and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered depression, headache, musculoskeletal discomfort, neuralgia and vertigo to be related to essure. The reporter commented: on sick leave since (B)(6)2016 (inability to work and disability 79%) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality result: lot no. C51340: expiration date: 31-05-2017 lot no. C55828 : expiration date: 31-05-2017 further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: essure placement and removal dates added. Essure was removed by total hysterectomy and bilateralsalpingectomy. New event "nickel allergy" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in (B)(6) (reference number: (B)(4)) on 19-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of headache ("headaches"), neuralgia ("intense neuropathic pain of the hands and arms"), vertigo ("frequent vertigo"), musculoskeletal discomfort ("impatience of the ankles") and depression ("severe depression") in a 43-year-old female patient who had essure (batch no. C51340 / c55828) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache (seriousness criterion disability), neuralgia (seriousness criterion disability), vertigo (seriousness criterion disability), musculoskeletal discomfort (seriousness criterion disability) and depression (seriousness criterion disability). At the time of the report, the headache, neuralgia, vertigo, musculoskeletal discomfort and depression outcome was unknown. The reporter considered depression, headache, musculoskeletal discomfort, neuralgia and vertigo to be related to essure. The reporter commented: on sick leave since (B)(6) 2016 (inability to work and disability 79%). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: headache. The analysis in the global safety database revealed 76 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality result: lot no. C51340: expiration date: 31-05-2017, lot no. C55828 : expiration date: 31-05-2017. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Right essure was seen in the posterior part of left horn [device dislocation] it was found broken essure with a piece in the uterus [device breakage] allergy to nickel +++ [nickel allergy] headaches [headache] intense neuropathic pain of the hands and arms [peripheral neuropathic pain] frequent vertigo [vertigo] impatience of the ankles [discomfort in joints] severe depression [depression] hands & feet pain [pain of extremities] muscular weakness [muscular weakness] adenomyosis [adenomyosis] exhaustion [exhaustion] fatigue [fatigue] dizziness [dizziness]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4)) on 19-jul-2017. The most recent information was received on 23-jan-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device dislocation ("right essure was seen in the posterior part of left horn"), device breakage ("it was found broken essure with a piece in the uterus"), allergy to metals ("allergy to nickel +++"), headache ("headaches"), neuralgia ("intense neuropathic pain of the hands and arms"), vertigo ("frequent vertigo"), musculoskeletal discomfort ("impatience of the ankles") and depression ("severe depression") in a 43 year-old female patient who had essure inserted (lot no. C51340, c55828) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of d & c in 1998, appendicectomy in 1996 and dizziness, carpal tunnel syndrome, penicillin allergy and parity 2 ((2001 and 2003)). Previously administered products included: mirena. Past adverse reactions to the above products included: weight increase with mirena. Concurrent conditions were listed as adenomyosis, constipation, diarrhea, joint pain, abdominal pain, hot flashes, pelvic pain female, menometrorrhagia, depressive syndrome, fibromyalgia, pain in upper extremities and joint pain. On (B)(6)2015, the patient had essure inserted. On (B)(6)2016, 353 days after essure insertion, she experienced headache (seriousness criterion disability), neuralgia (seriousness criterion disability), vertigo (seriousness criterion disability), musculoskeletal discomfort (seriousness criterion disability) and depression (seriousness criterion disability). On unknown date she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals (seriousness criteria medically important and intervention required), pain in extremity ("hands & feet pain"), muscular weakness ("muscular weakness"), adenomyosis ("adenomyosis"), exhaustion ("exhaustion"), fatigue ("fatigue") and dizziness ("dizziness"). The patient was treated with klipal (codeine phosphate hemihydrate, paracetamol), prednisolone, paracetamol, acupan (nefopam hydrochloride), codeine (codeine phosphate hemihydrate), venlafaxine zydus (venlafaxine hydrochloride), mirtazapine eg, seresta (oxazepam) and mucomyst (acetylcysteine) as well as surgery (total hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for device breakage, allergy to metals, headache, neuralgia, vertigo, musculoskeletal discomfort, depression, pain in extremity, muscular weakness, adenomyosis, fatigue and dizziness were unknown. The reporter considered adenomyosis, depression, device breakage, device dislocation, dizziness, exhaustion, fatigue, headache, muscular weakness, musculoskeletal discomfort, neuralgia, pain in extremity and vertigo to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals. The reporter commented: on sick leave since (B)(6) 2016 (inability to work and disability 79%). The patient became aware that these adverse events could be related to essure during the essure health scandal. The patient requested medical expertise. The patient was on sick leave since (B)(6) 2017 and was categorized as disabling worker from (B)(6) 2017 to (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. [Allergy test] on (B)(6)2017: nickel allergy confirmed by test [ultrasound scan] on (B)(6)2018: didn¿t reveal any anatomical pathology. Left essure was visible. Right essure was seen in the posterior part of left horn. [X-ray] on (B)(6)2018: essure in pelvic projection. The left implant had an arcuate trajectory. The right implant appeared to be straight; on (B)(6)2018: essure was visible. On the left, the material straddled the tubal horn, coming close to the bottom of the endometrium. On the right, it was more difficult to locate, projecting at the level of the right posterolateral edge of the uterus. This projection did not seem to correspond to a tubal position; (date unknown): showed the absence of fragment of essure. Device similar incident listing (dsil) comment: the list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: headache. The analysis in the global safety database revealed 121 cases. Allergy to metals. The analysis in the global safety database revealed 504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality result: lot number: c51340 manufacture date: 2014-05 expiration date: 2017-05-31. Lot number: c55828 manufacture date: 2014-05 expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Right essure was seen in the posterior part of left horn [device dislocation] it was found broken essure with a piece in the uterus [device breakage] allergy to nickel +++ [nickel allergy] headaches [headache] intense neuropathic pain of the hands and arms [peripheral neuropathic pain] frequent vertigo [vertigo] impatience of the ankles [discomfort in joints] severe depression [depression] hands & feet pain [pain of extremities] muscular weakness [muscular weakness] adenomyosis [adenomyosis] exhaustion [exhaustion] fatigue [fatigue] dizziness [dizziness]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4)) on 19-jul-2017. The most recent information was received on 13-jan-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device dislocation ("right essure was seen in the posterior part of left horn"), device breakage ("it was found broken essure with a piece in the uterus"), allergy to metals ("allergy to nickel +++"), headache ("headaches"), neuralgia ("intense neuropathic pain of the hands and arms"), vertigo ("frequent vertigo"), musculoskeletal discomfort ("impatience of the ankles") and depression ("severe depression") in a 43 year-old female patient who had essure inserted (lot no. C51340 / c55828) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of d & c in 1998, appendicectomy in 1996 and dizziness, carpal tunnel syndrome, penicillin allergy and parity 2 ((2001 and 2003)). Previously administered products included: mirena. Past adverse reactions to the above products included: weight increase with mirena. Concurrent conditions were listed as adenomyosis, constipation, diarrhea, joint pain, abdominal pain, hot flashes, pelvic pain female, menometrorrhagia, depressive syndrome, fibromyalgia, pain in upper extremities and joint pain. On (B)(6)2015, the patient had essure inserted. On (B)(6) 2016, 353 days after essure insertion, she experienced headache (seriousness criterion disability), neuralgia (seriousness criterion disability), vertigo (seriousness criterion disability), musculoskeletal discomfort (seriousness criterion disability) and depression (seriousness criterion disability). On unknown date she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), allergy to metals (seriousness criteria medically important and intervention required), pain in extremity ("hands & feet pain"), muscular weakness ("muscular weakness"), adenomyosis ("adenomyosis"), exhaustion ("exhaustion"), fatigue ("fatigue") and dizziness ("dizziness"). The patient was treated with klipal (codeine phosphate hemihydrate, paracetamol), prednisolone, paracetamol, acupan (nefopam hydrochloride), codeine (codeine phosphate hemihydrate), venlafaxine zydus (venlafaxine hydrochloride), mirtazapine eg, seresta (oxazepam) and mucomyst (acetylcysteine) as well as surgery (total hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018 at the time of the report, the outcomes for device breakage, allergy to metals, headache, neuralgia, vertigo, musculoskeletal discomfort, depression, pain in extremity, muscular weakness, adenomyosis, fatigue and dizziness were unknown. The reporter considered adenomyosis, depression, device breakage, device dislocation, dizziness, exhaustion, fatigue, headache, muscular weakness, musculoskeletal discomfort, neuralgia, pain in extremity and vertigo to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals. The reporter commented: on sick leave since (B)(6)2016 (inability to work and disability 79%). The patient became aware that these adverse events could be related to essure during the essure health scandal. The patient requested medical expertise. The patient was on sick leave since (B)(6)2017 and was categorized as disabling worker from (B)(6)2017 to (B)(6)2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. [Allergy test] on (B)(6)2017: nickel allergy confirmed by test [ultrasound scan] on (B)(6)2018: didn¿t reveal any anatomical pathology. Left essure was visible. Right essure was seen in the posterior part of left horn. [X-ray] on (B)(6)2018: essure in pelvic projection. The left implant had an arcuate trajectory. The right implant appeared to be straight; on (B)(6)2018: essure was visible. On the left, the material straddled the tubal horn, coming close to the bottom of the endometrium. On the right, it was more difficult to locate, projecting at the level of the right posterolateral edge of the uterus. This projection did not seem to correspond to a tubal position; (date unknown): showed the absence of fragment of essure. Device similar incident listing (dsil) comment: the list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: headache. The analysis in the global safety database revealed 121 cases. Allergy to metals. The analysis in the global safety database revealed 504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality result: lot no. C51340: expiration date: 31-05-2017. Lot no. C55828: expiration date: 31-05-2017. The most recent follow-up information incorporated above includes data received on: 13-jan-2025: medical record received. New events device breakage, device dislocation, hands and feet pain, muscular weakness, exhaustion and fatigue, adenomyosis, dizziness were added. Lab data, medical history & treatment drugs were added. New reporter (lawyer) added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 19-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of headache ("headaches"), neuralgia ("intense neuropathic pain of the hands and arms"), vertigo ("frequent vertigo"), musculoskeletal discomfort ("impatience of the ankles") and depression ("severe depression") in a (B)(6) female patient who had essure (batch no. C51340 / c55828) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache (seriousness criterion disability), neuralgia (seriousness criterion disability), vertigo (seriousness criterion disability), musculoskeletal discomfort (seriousness criterion disability) and depression (seriousness criterion disability). At the time of the report, the headache, neuralgia, vertigo, musculoskeletal discomfort and depression outcome was unknown. The reporter considered depression, headache, musculoskeletal discomfort, neuralgia and vertigo to be related to essure. The reporter commented: on sick leave since (B)(6) 2016 (inability to work and disability 79%). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: headache. The analysis in the global safety database revealed 71 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.